Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported a recharging not available cannot continue install medtronic battery pack and try again message came on the screen about 4 different times. Patient reported the implant dropping from 100% to 70% in the morning when it usually only uses 30% in the entire day had not been resolved. It was reported that 2 nights ago the message came on the screen as it had before. Also, they still go from 100% at about 7pm (after their recharging) to 70% at about 9am the next morning.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported seeing 'low batteries replace controller batteries soon screen (screen 70)' when recharging their implant last night. Pt mentioned that they had so much trouble recharging their implant last night and were able to recharge it to 100% in 3 hours. Pt stated they unplugged the recharger and plugged it back in multiple times. Pt stated they used double a batteries but that did not fix issue. Pt explained when they put the battery pack into the controller, controller would screen won't light up. Pt also noticed that after their implant (ins) was fully recharged, their ins had dropped to 70% this morning when it usually only uses 30% in a whole day. Pt stated implant helped with their pain. Patient services (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pt sated controller was at 90% and recharging and implant was at 80%. Pss instructed pt to inspect recharger cord and pins but they did not see any physical damage. Pt inspected controller port but said there was no visible damage. Pss instructed pt to attempt starting a recharge session, and pt was able to recharge implant at excellent for couple minutes but then received 'batteries low replace controller batteries soon' message again. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.